Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a detached core wire. The distal tip was kinked and stretched.

Event description:
Reportable based on device analysis completed on 11sep2025. It was reported that a kink occurred. A 035/260/3mm amplatz super stiff guidewire was selected for use. During insertion of the guidewire into the farawave catheter, resistance was felt. The guidewire was removed from the patient and it appeared kinked. A new guidewire was inserted; however, resistance was felt and it was not possible to insert. A new farawave catheter was opened and used to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed that the core wire was detached.